Manufacturer narrative:
Product was requested to be returned for evaluation and has not been received. The instructions for use (IFU) advises to "before use, check device for damage. Discard if you have any questions about patient safety. Contraindications state, "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. (B)(4).

Event description:
Customer reported that the straps are pulling apart from the material. Customer also reported that the male part of the buckle is breaking. The exact date of occurrence is unknown and there was no patient injury reported.

Manufacturer narrative:
Evaluation of the torn foam cuff appeared to have originated at the box stitch that secures the webbing to the foam. The box stitch was intact and the foam sewn with the box stitch has torn suggesting excessive force was applied resulting in the failure. It does not appear there was any failure in the foam because when tensile forces were applied to other areas of the foam no issues were experienced. With the information available and the product evaluated, it can be speculated that the excessive force while during use, may have caused or contributed to the reported event. Note: the IFU states, " do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal." All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).

Event description:
Supplemental submission regarding product return evaluation.